Event description:
The device was returned to the manufacturer with no additional information. Device registration system indicates that the patient is expired. The cause of death and relationship of the death to the implanted system in unknown. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.